Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.

Event description:
It was reported that while the hcp was implanting a dbs extension, and passing it through the tunneler, the hcp could tell that the extension was pulling on the carrier quite a bit. The hcp was very careful with his technique and was able to pull the extension through without incident. Upon examining the carrier, the hcp noted that the carrier was stretched quite a bit and was near breaking. There was no pt injury, and the pt recovered without sequela.